Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited noise. The noise was not reproducible with isometrics and deep breathing. No intervention was performed.